Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient had an urgent pump exchange procedure due to a suspected pump thrombosis. The patient's ldh was 1200s from baseline 400s, patient reportedly had a black urine and had a decreasing urine output from the last shifts. The patient was sent in the operating room on (B)(6) 2018 for an hm2 pump exchange. There were no reports of power elevations, nor alarms or any other parameter deviations. It was reported that after the procedure the physician stated that there was a suspected thrombus on the device, which was jammed in between the pump housing. The patient was now stable; the pump and the controllers were returning for investigation.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was admitted on (B)(6) 2018, for palpitations and dizziness/lightheadness. Subject developed extremely dark urine, power spikes on (B)(6) 2020. Lactate dehydrogenase was at 1290 and plasma free hemoglobin at 29. Subject was taken to the operating room for heartmate ii exchange.

Event description:
Additional information was received from the account, reporting that the patient was admitted on (B)(6) 2018 with tachycardia/palpitations/dizziness. Per ep interrogation, patient¿s intrinsic rhythm was nsr with frequent accelerated idioventricular. Mode changed to aair. Vad speed changed from 9200 to 9600 on 8-9 per physician. Map¿s running 78-80¿s. Ldh 417 on 8-10, ldh 1,210 on 8-11. Patient had cad/mi s/p lad stent in 2015, osa, obesity, rv dysfunction, pulmonary hypertension and ischemic cardiomyopathy s/p heartmate 2 lvad in april 2016 who presented to the ed on 8/8 with several episodes of palpitation and dizziness/lightheadedness. The patient thought was having runs of vt. The patient denies nausea/vomiting, syncope, chest pain, abdominal pain, change in urine color, change in vision, numbness or weakness. On admission, lvad was interrogated and no evidence of malfunction, low flow events, pi events or power spikes were noted. The patient also started having power spikes. Ldh 1300, plasma hgb 24 g/dl. The patient subsequently had a stroke reported on (B)(6) 2018 which was captured under MFR# 2916596-2018-05054. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: thrombus was confirmed as well as the pump power/estimated flow elevations. Upon disassembly, examination of the rotor revealed a red deposition surrounding one of the blades. The formation was not denatured nor was it laminated, suggesting that it was not present in the device for a significant amount of time while it was in operation. Lack of contact marks further suggests that the deposition did not originate in this location. The origin of the deposition and a duration of time for which it was present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists cardiac arrhythmia, hemolysis, and thrombus as adverse events that may be associated with the use of the heartmate ii lvas. This document outlines the indications of thrombus and how to respond to such events. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Incidental finding: the driveline was cut approximately 3¿ from the pump body and 35¿ of the severed portion was returned. Damage to the silicone sleeve was noted underneath prior rescue tape repairs, approximately 0.5¿ and 10.5¿ from the metal connector. The locking key/disk used to align and secure the inlet and outlet housing was present and seated properly.